Event description:
It was reported that during a device check, the ventricular lead exhibited high pacing thresholds and low impedance. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.